Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor 1 (2.2 inr, hct: 38%): vial# (B)(4), retention meter and master lot strips: 2.2 inr, customer meter and strips: 2.3 inr, vial#(B)(4), retention meter and master lot strips: 2.2 inr, customer meter and strips: 2.3 inr. Donor 2 (2.6 inr, hct:35%) : vial# (B)(4), retention meter and master lot strips: 2.6 inr, customer meter and strips: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 397393) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 10:33 a.m. The meter result was 6.8 inr and at 10:35 a.m. The meter result was 5.0 inr. Neither result was believed and no treatment was received. The patients therapeutic range is 2.0-3.0 inr and tests every week. The patient was not feeling good.